Event description:
Boston scientific received information that this pacemaker exhibited loss of capture. There was no capture after stat pace was pushed, however, there was capture in stat pacing parameters when magnet was applied. Boston scientific technical services (ts) discussed the stat pacing scheme. Further, temporary wire was placed to patient for testing. Additional information obtained from the field representative that there was no device malfunction but a programming error. Further information received that there was an asystole of greater than 2 seconds. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.